Event description:
**Update** (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2010.

Event description:
Litigation alleges patient had pain after asr hip implant. Update - (B)(4) 2013 - litigation papers received. An invoice was located. Part/lot has been updated. There is no new additional information that would change the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain after asr hip implant.